Event description:
According to the history and physical, the pt was 2 1/2 months post orif for a severely comminuted fracture of proximal femur. The nail has backed up as far as it can, now with cutting out of the femoral head and up into the acetabulum. Pt is in a great deal of pain and was brought back in for conversion to total hip arthroplasty. Add'l cat# 102498; 102497.